Event description:
It was reported to boston scientific corporation in 2005, that a patient underwent an enteryx procedure in 2004. According to the complainant, during the patient's 6 month and 12 month follow up appointments, the patient complained of difficulty and pain with swallowing. Reportedly, the patient indicated the symptoms were incapacitating and that they were unable to do daily activities.

Manufacturer narrative:
Other (pain with swallowing). The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. The device remains implanted in the patient; therefore, a device evaluation cannot be performed. Note: this product was removed from the global market in 2005. Boston scientific corporation no longer produces the reported product. Product unavailable for analysis.